Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause for the worsening pvl could not be determined, but may be related to cardiac remodeling or progression of disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), approximately four years and nine months post procedure, the patient was hospitalized for heart failure and new onset atrial fibrillation. The patient's echo approximately 3 years and 7 months post procedure showed severe paravalvular leak (pvl) and moderate mitral regurgitation. The patient's echos showed moderate pvl and no cai approximately 1 month post procedure, mild pvl and no cai approximately 10 months post procedure and moderate pvl and no cai approximately 2 years post procedure.